Event description:
Staff alleged that the head section will slowly drift down. There was no reported injury or incident.

Manufacturer narrative:
Bed located in ICU. Technician found that the head will slowly drift down. Found the base cover was holding the CPR lever down. Adjusted the base cove to free up the lever and resolve this issue.